Manufacturer narrative:
The reported event was downloaded from the device memory. The download indicated that the device was switched on four times during the event. On the first three occasions the device was switched on, issued a "low battery" warning and switched off after a few seconds. On the fourth occasion the download shows three 2 minute periods of CPR followed by analysis. During the periods of analysis the ECG trace is low amplitude. After more than 7 minutes the device again issued a "low battery" warning and shut down. Investigation of this complaint would indicate that the device issued the "low battery" warnings because the version of software in the device did not take account of ambient temperature and could therefore issue low battery warnings and/or turn the device off while there was still sufficient capacity in the battery. Heartsine is issuing a correction to address the battery management software issue in which the software misinterprets a dip in voltage as a low battery which, in some instances, turns off the device. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use. In the case of this report, it is not known if this was the initial use of the device.

Event description:
The pad device was used on a pt in an event where no shock was advised, but the device issued a "low battery" warning and switched off. The pt died.